Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had an overheating message. It was also confirmed that the fan was noisy. The fan and power supply were replaced and the programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a device check, the programmer displayed an error message, indicating that the programmer was overheating. It was also noted that the programmer fan was operating loudly. The programmer was powered off by the user. The programmer was returned for service. No patient complications have been reported as a result of this event.